Manufacturer narrative:
It is not known at this time if the device will be available for evaluation. A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device still implanted.

Event description:
On (B)(4) 2014 a depuy synthes spine associate reported a friend had a previous fusion in (B)(6) 2012 due to trauma (rock climbing accident) and she believes that expedium pedicle screws were used. The patient mentioned that she felt a grinding feeling when she leaned forward and pointed to a location that would be the patient right side of the construct in the vicinity of the lower thoracic spine. The patient did not complain of pain or unfavorable symptoms¿she only communicated that she could feel something grinding in the location of the hardware. At that time, no patient harm or failure has been identified by the doctor and there is no noted permanent impairment. However, depuy synthes spine learned on (B)(4) 2014 that the patient had a follow-up exam on (B)(6) 2014. The surgeon commented that no hardware was broken but commented that one of the superior screws was loose in the bone and that the ¿grinding¿ feeling may be fascia rubbing against the implant. The patient has no pain, and the surgeon commented that fusion had occurred. The surgeon commented that a hardware removal was up to the patient. The patient has decided to schedule removal of the hardware on(B)(6) 2014. The alert date for the reportable event is (B)(6) 2014 which is when depuy synthes spine became aware that an implanted screw had loosened.

Manufacturer narrative:
The expedium pedicle screw was not returned for evaluation as it remains implanted in the patient at this time. A device history record (DHR) review cannot be conducted as the device lot number is unknown. The device was identified to be within the expedium product line. However, a 12 month trend analysis cannot be completed as the screw family, product code and lot number is unknown. Without a product sample we are unable to confirm the reported issue or identify the root cause of the superior screw becoming loose within the patient¿s bone. It was reported that during a follow up, the surgeon commented that no hardware was broken. No corrective action is required as we are unable to confirm the reported issue or identify the root cause. Therefore, the complaint will be closed with no further action required. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.